Event description:
This device was returned from medtronic, inc. With a medtronic mdrf. Per the following physician, this system was removed due to infection. This device was replaced with a medtronic concerto bi-v ICD. Also associated with this system: setrox s 53, MDR: 1028232-2008-00502.